Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 5 - pressure out of range and a cartridge alarm 6 - vent not working)occurred with multiple cartridges during the load process. The customer's blood glucose (bg) level was 287 mg/dl and the bg level was addressed with a bolus via the pump. A new cartridge was successfully loaded to address the event and insulin delivery was resumed.